Manufacturer narrative:
The lead was successfully repositioned and remains actively implanted. No adverse patient effects were reported. This issue will be re-evaluated if additional information.

Event description:
Boston scientific received information that this right ventricular lead was exhibiting decreased r-wave measurements following implant. A revision procedure was performed and the lead was found to be dislodged.